Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the monitor response buttons were not functional and the monitor failed a pulse test. The cause for the defective response buttons was isolated to corrosion on the response button connectors. The cause for the pulse test failure was isolated to corrosion on the monitor c/a and defibrillator boards. The root cause for the corrosion on the boards and the response button connectors was ingress of an unk liquid. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not functioning.